Event description:
Customer reported the aviva system gave a blood glucose result of 80 mg/dl at a time when she was symptomatic of hypoglycemia, and required hosptialization. Customer unable to recall any hospital readings or treatment. Customer has discarded the system, replacement was sent.